Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-08730. It was reported that the pt had an infection at the ipg site. It was also reported that the pt received inadequate pain relief and experienced left rib and stomach stimulation when the device was reprogrammed. The entire scs system was explanted. No further info is available at this time.

Manufacturer narrative:
Evaluation method - the device history and sterilization records was reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.